Event description:
Customer reports receiving erratic readings in blood glucose tests, customer reports readings of 313 mg/dl, 365 mg/d. 495 mg/dl, 271 mg/dl, 212 mg/dl, 144 mg/dl, 101 mg/dl, and 303 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury.